Event description:
The customer reported the sensor repeatedly has signal breaks. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The sensor passed visual inspection, no physical damage was observed. The device failed continuity testing due to a broken wire at the emitter solder joint assembly. The sensor failed functional testing with a lab monitor and cable and a "replace sensor' error message was displayed. The sensor led does not illuminate.

Event description:
The customer reported the sensor repeatedly has signal breaks. No patient impact or consequences were reported.